Event description:
Spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain since I have had the essure") and genital haemorrhage ("bled for 22 or 26 days of heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair is falling out"), uterine enlargement ("my uterus swollen"), cyst ("had cysts that burst") and vaginal disorder ("vaginosis"). The patient was treated with antibiotics and surgery (hysterectomy done). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, headache, alopecia, uterine enlargement, cyst and vaginal disorder had not resolved. The reporter considered alopecia, cyst, genital haemorrhage, headache, pelvic pain, uterine enlargement and vaginal disorder to be related to essure. The reporter commented: my periods are all abnormal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.